Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a rotator cuff repair, when inserting the multifix s-ultra anchor, the surgeon forced it and the anchor broke off. The tip inside the patient was removed. Surgery was resumed, without any delay, with the same device. No other patient complications were reported.

Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code. H3, h6: the reported device was received for evaluation. There was not a relationship found between the device and the reported event. A visual evaluation showed the device was returned without any anchor, sleeve, or screw, no implants. There is bio debris on the insertion distal tip. A functional evaluation showed the knob moves the distal implant tool forward and back as intended. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per case details, the broken tip was removed from the patient. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a rotator cuff repair, when inserting the multifix s-ultra anchor, the surgeon forced it and the anchor broke off. The tip inside the patient was removed with grasping forceps. Surgery was resumed, without any delay, with a back-up device. No other patient complications were reported.

Manufacturer narrative:
B5: updated.

Manufacturer narrative:
Internal complaint reference (B)(4). A2, a3, d4 and e1: updated. H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per case details, the broken tip was removed from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.